Event description:
After wearing her hearing aid (h/a) the inside of the ear canal becomes red, swollen and painful. Sometimes there is a bloody discharge. The h/a dispenser referred the user to a doctor who prescribed a topical medicine. The aid was remade with a hypo-allergenic option.